Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display went blank after the battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found call service alarms that can lead to blank screen. The battery cap was not returned and a test battery cap was used in the investigation. The pump powered up with the appropriate audible and vibratory functions. The verify screen was observed to be dim and discolored. The pump casing was opened to further investigate and no anomalies were found in the pump interior or on the printer circuit board. The investigation confirmed but was unable to duplicate the reported blank screen issue.